Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the physician implanted the stent grafts. After implanting the bifurcate and ipsilateral and contralateral limbs, a type iii fabric endoleak was noted at the limb gate juncture. The endoleak was confirmed by obstructing the outflow and injecting contrast through the balloon. The leak was resolved by implanting an endurant ii stent graft inside the stent graft limb the physician suspects the endoleak was caused by a defect of the limb, such as a hole or pulled suture. No additional clinical sequelae were reported and the patient status is fine. A review of returned angio images at implant revealed that the bifurcate was implanted just below the renal arteries. The ipsilateral limb and extension were placed into the right common iliac, and the contralateral limb into the left common iliac. The contra limb was implanted into the gate with proper overlap (marker bands were aligned). Angio injections within the left/contra limb showed possible contrast within the sac coming from the left side of the stent graft near the overlapping components at the level of the gate. The endoleak type could not be determined; may either be a type iii (fabric or separation), or a type IV. A stent graft was then seen relined across the gate, and the previously seen endoleak appeared to have resolved. The cause/type of endoleak could not be determined from these images.

Manufacturer narrative:
(B)(4).